Event description:
The customer reported that they were getting 60 - 90 seconds of dropout multiple times a day with their mx40 devices. There was no report of patient harm.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.